Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the numbers on the screen of the insulin pump started ramping on their and that customer inserted new battery and the buttons are not responding. Customer instructed to reset the insulin pump and insert new battery. Blood glucose level is 150 mg/dl. Nothing further reported.